Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient completely cut through the ventricular assist device (vad) driveline with a pair of scissors. The vad stopped and alarms sounded. A temporary reconnection of the wires was done until splice repair servicing was performed. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned segment of driveline cable revealed that the device passed visual inspection and functional testing. On-site inspection of the driveline cable revealed that the driveline was completely cut. Log file analysis revealed a vad stopped alarm on (B)(6) 2020 at 22:05:30 indicating that the motor stators failed. An electrical fault alarm was logged at 22:05:31 due to an overcurrent condition, which resulted in the stators failing. These were followed by several vad disconnect alarms due to the physical disconnection of the driveline from the controller and electrical fault alarms due to open phases in the front and rear stators. A driveline splice procedure was performed to mitigate the reported conditions, which corresponds with the additional vad disconnect and electrical fault alarms due to open phases observed in the controller log files. As result, the reported event is confirmed. Of note, it was reported that "the patient completely cut through the ventricular assist device (vad) driveline with a pair of scissors". There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to the cutting of the driveline by the patient, as mentioned in the reported event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.